Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - a small hematoma was noted right after implant. This was treated with medication and was gone by the next follow-up. There was no surgical intervention reported and this device remains implanted.